Manufacturer narrative:
Date of event is estimated. During processing of this complaint, patient weight and complete event information were not requested due to long length of time that has passed since event. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg reached the end of its life. The device was providing therapy. As a result, surgery occurred on an unknown date to explant the ipg to address the issue.